Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated gentamicin results was a r2 probe malfunction. A siemens healthcare diagnostics field service representative was dispatched to the site and performed maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A series of falsely elevated gentamicin results was obtained on a three patient samples. The results were reported to the physician who questioned the results. The samples were repeated and lower results were obtained. It is unknown if patient treatment was altered. There was no report of adverse health consequences as a result of the falsely elevated gentamicin results.